Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('removal') and endometrial ablation ('ablation') in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('removal') and endometrial ablation ('ablation') in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.